Event description:
Event description cpi received information that the rate sensing portion of this endotak dsp transvenous defibrillation lead was fractured when patient was hit in the chest with a golf ball.